Manufacturer narrative:
The meter and test strips were requested for investigation. The customer returned the meter. The test strips were not returned. The customer's meter was tested using retention controls and master lot strips. Testing results (qc range = 2.9 - 4.5 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The result alleged by the customer was not observed in the meter memory. Relevant retention test strips (lot 334499) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested on coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 11:36 a.m. Was > 8.0 inr. Approximately 10-15 minutes later, the result from the laboratory was 5.7 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The result from the meter was reported to the doctor. The result from the laboratory was believed to be correct. The patient feels ok.